Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The solid-state drive (ssd) (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. H6: additional review indicated codes d16, b21, c21 are no longer applicable to the event. Codes d02, b01, c13 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d02, b01, c10 apply to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Codes d14, b01, c19 apply to the ssd (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) serial number correction to d4. Additional information added to b5. H6) the solid-state drive (ssd) was returned and pending analysis. Codes b21, c21 and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no impact to the patient.

Manufacturer narrative:
The code f2301 was added to reflect the site swapped navigation systems to continue with the surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737 software, serial/lot #: (B)(6), ; product ID: 9736411 ssd, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for screen went black. A1102 was coded for system prompted an error code 64. A23 was coded for tried registering the patient twice, during which the trace points were showing underneath the surface of the 3d model. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Img code g02008 applies to the software and g0200702 applies to the solid state drive (ssd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system prompted an error code 64 while in surgery. They had tried registering the patient twice, during which the trace points were showing underneath the surface of the 3d model. During their third attempt the screen went black and only showed the trace points. The system then showed the error code 64 and rebooted. The site swapped navigation systems to continue with the surgery. This issue caused 1 hour or longer surgical delay.